Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure of the complaint device cannot be complete. The lot number of the disposable handle was not provided, therefore a device history could not be performed. All handpieces meet all qa specifications when then they are released, including adequate sterilization. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator and it might not detect all perforations. Clinical judgement must always be used. The relationship between the device and the reported adverse event could not be established.

Event description:
Doctor conducted the minerva procedure during which upon inflation of the cervical balloon the slider remained in red, indicating full flow and potential perforation. Doctor manipulated the device and the uit ultimately passed, with the second stage being unusually long. This was followed by a 120-seconds uninterrupted therapy cycle. Upon completion, the device was unlocked and removed. The patient was discharged shortly thereafter. The next day, the patient presented with abdominal pain, shortness of breath, tachycardia. CT scan was performed and revealed presence of air in the abdominal cavity. Laparoscopy was performed and identified evidence of thermal injury and fundal uterine perforation. The general surgeon performed bowel resection and end-to-end anastomosis. Patient fully recovered and was discharged.